Manufacturer narrative:
(B)(4). The investigation was completed on 29-jun-2018. Apoc labeling was evaluated during the investigation as pertaining to the event. While using I-stat cg8+ cartridge lot l18059, the customer reported obtaining an unexpected k+ result from a patient sample test, out-of-range k+ results during I-stat tricontrols testing and k+ star-outs during patient sample and I-stat tricontrols testing. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retain testing met the acceptance criteria found in q04.01.003 rev. Ac, appendix 1 - product complaint level 2 and level 3 investigation procedure. Return testing did not meet the acceptance criteria found in q04.01.003 rev. Ac, appendix 1 - product complaint level 2 and level 3 investigation procedure for the rate of k+ results outside of the total allowable error (ea) and for the rate of suppressed results due to k+ star-outs. With the exception of k+, all other sensors met the ea acceptance criteria. A deficiency has been determined for cg8+ lot l18059 and has been added to quality record (qr) 1565. The investigation was completed on 24-aug-2018. This revision of this investigation report was required to document additional return cartridge test results. Additional testing was performed to better isolate the section of the lot that produces unacceptable k+ performance with respect to star-outs and results outside test limits. While using I-stat cg8+ cartridge lot l18059, the customer reported obtaining an unexpected k+ result from a patient sample test, out-of-range k+ results during I-stat tricontrols testing and k+ star-outs during patient sample and I-stat tricontrols testing. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retain testing met the acceptance criteria found in q04.01.003 rev. Ac, appendix 1 - product complaint level 2 and level 3 investigation procedure. Return testing did not meet the acceptance criteria found in q04.01.003 rev. Ac, appendix 1 - product complaint level 2 and level 3 investigation procedure for the rate of k+ results outside of the total allowable error (ea) and for the rate of suppressed results due to k+ star-outs. With the exception of k+, all other sensors met the ea acceptance criteria. A deficiency has been determined for cg8+ lot l18059 and has been added to quality record (qr) 1565.

Event description:
On (B)(6) 2018, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges lot# l18059 that yielded stars out(***) for both control and patient tests. There was no patient information available at the time of this report. Return product is available. There are no injuries associated with this event. I-stat® tricontrols level 1, 2 and 3 control. Customer said the same controls used. Level 1 301094 value assignment sheet (vas) 2.7 - 3.3 I -stat result 5.5 stars out (***). Level 2 311094 value assignment sheet (vas) 3.5 - 4.1 I-stat result 5.0 /4.9 and stars out (***). Level 3 321094 value assignment sheet (vas) 5.5 - 6.6 I-stat result 4.1.